Event description:
The customer reported that the system would shut off during fluoro. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards, power cable and connectors were evaluated and reseated. The sbc battery was replaced. The system was tested and found to be working as intended and put back into service.